Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the pump was replaced. Upon explant, a crack was found the tubing; however, its cause was not detailed. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the pump was replaced. Upon explant, a crack was found the tubing; however, its cause was not detailed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, revealing the kink resistant tubing (krt) had been cut down to the pump block and it was not returned for analysis. There were no leaks identified on the component. Upon functional testing, it was noted that the pump did not pass the activation tests 2 and 3. Based on the information available and analysis results, the reported allegation of a hole in could not be confirmed; however, the pump not passing the activations test could affect the ams 700 functionality and lead to mechanical anomalies.